Event description:
It was reported the pt is not receiving effective stimulation. A sjm rep was unable to resolve the issue with reprogramming. F/u identified x-rays were taken and the physician determined there is a problem with the insulation area between the scs lead and scs ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.